Event description:
It was reported that the patient came into clinic for a scheduled visit. The patient had atrial tachycardia and pacemaker mediated tachycardia in the past. Upon review, the pulse generator exhibited multiple mode switches due to post paced t wave oversensing. Programming changes were attempted but problem was not resolved. The patient would be monitored.

Event description:
New information noted that the patient was seen on (B)(6) 2017 for follow-up. Upon interrogation, the pulse generator exhibited oversensing episodes. Otherwise, the electrical measurements were normal. No changes were made. The patient would continue to be monitored.